Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined that new orders were not crossing. The technical support specialist (tss) dialed into server and verified patient order in ephi; patient was already discharged. The tss then ran downtime query, sync check, and device events report; all showed normal activity with data flowing correctly. Checked hsv with no server issues identified and confirmed with the customer there were no issues with the device. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server new orders were not crossing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.